Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to pain, suspected instability and loosening of the attune tibial base plate at the cement to implant interface. Two depuy cements were used. On the x-ray images, the implants did not appear to be loose. However, during the removal of implants surgeon was able to easily pry out the tibial base with a curved osteotome. The tibia came out easily with no cement on the underside and appeared to fail at the cement to implant interface. Doi: (B)(6) 2015, dor: (B)(6) 2020, left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history reviewed: 2 unrelated non conformances on this batch. Micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 3 additional reports all of which relate to implant loosening. Total for lot number: 3 (B)(4). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 95 , by product family: 192 (66x smartset ghv, 126x smartset gmv).